Manufacturer narrative:
One catheter without any attached components was returned for evaluation. The original opened packaging box was returned with the catheter. No syringe was returned. No visible damage to the catheter body, balloon, or windings was observed. The balloon was inflated with 1.2 cc air as recommended in the product IFU. The balloon inflated clear and concentric. A pinkish clear solution was observed in the balloon. There is no deflation specification using air as the inflation media. The balloon was then inflated using 0.5 cc water and the balloon inflated clear and concentric and did not leak. Balloon deflation was achieved in 1 second by pulling back on the syringe plunger. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. The through lumen was patent without any leakage or occlusion. Balloon inflation testing was performed with a lab bd 5 cc syringe. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the clinician was unable to deflate the catheter balloon before use. There were no patient complications reported.